Event description:
On 08/13/1998 following an interventional procedure, an angio-seal device was deployed in an elderly patient who was noted to be very restless during the entire procedure. The patient had already started to bleed and had a large hematoma at the puncture site prior to the device deployment; following deployment arterial bleeding was noted. Manual pressure and a femostop were used with control of the bleeding. Later, when the drape was removed, a health care professional noted the patient had been bleeding into his leg. The patient's blood pressure dropped (labs unk), and thepatient was therefore transferred to the coronary care unit where he rec'd one unit of blood and was placed on a neo-synephrine drip. The patient was noted to be in stable condition at the time of this report. As of 09/14/1998 there has been no further report to the MFR of additional complication or patient sequelae.